Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the centrifugal system would not go to zero. The .25 liters were displayed although there was no flow through the tubing. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.